Event description:
Pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specs at the time of release. The patient was placed on IV insulin at the time of admission and resumed insulin pump therapy during the hospitalization. There is no reported pump malfunction and pt has continued to use the pump with no reported subsequent events.